Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response from the customer. No additional details, reason why device is not returned, or initial reporter occupation is known. The device history record review confirmed that device has no manufacturing abnormalities, special hires, or variations. It is likely that the b30 scope communication error was caused by dirt on the electrical contacts. It is presumed that the customer cleaned the inside of the socket and solved the problem, and therefore did not return the device. The cv-190 instruction manual (6.3 connection of an endoscope) has the following description for the electrical contacts, which may prevent the indication phenomenon. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during maintenance the device was giving a b30 scope communication error message with the camera head. There were no visible damages to the socket connectors. There is no patient involvement.